Manufacturer narrative:
The reported field event of right ventricular setscrew malfunction was verified in the lab. However, the issue was found to be consistent with implant procedure. Upon bench testing the device, it was noted the right ventricular lead bore¿s setscrew inset was stripped and septum debris was observed inside the hex cavity. Applying pressure lodged septum debris inside the hex cavity and prevented the screwdriver from fully inserting into the setscrew hex cavity. The stripped setscrew was replaced with a test setscrew during functional testing in the lab. The other setscrews operated normally. Interrogation of the device revealed the device was above elective replacement indicator (eri). No anomaly was detected.additional information: d10

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure, when the doctor attached the device after placing the leads, it was noted that the right ventricular lead could not be tightened properly, no prompt tone could be heard, and the high-voltage impedance test was also abnormal. The physician tried cleaning the setscrew port repeatedly and replaced a wrench, but the problem persisted. The device was not used and replaced and the issue was resolved. The patient was stable.